Manufacturer narrative:
The reported event of guidewire was unable to be advanced in the left ventricular (lv) lead was not confirmed. As received, a complete lead without a guidewire was returned in one piece. A guidewire could be fully inserted into the entire lead and removed from the lead without any difficulty. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an initial implant procedure, the guidewire was unable to be advance in the left ventricular (lv) lead. The lv was explanted and replaced to resolve the event. The patient was stable.